Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. A-7592371 - jul 08 2022: a. Kindly provide the product/part numbers and lot numbers : unk, initial one was of another company. For dps: reclaim stem placed during revision. Nothing to return. A-7592362 - jul 08 2022: 1. Please follow up to determine if depuy synthes implants (including bone cement) were involved in the hip arthrodesis. If so - please provide details. The case was that the patient had sustained a fracture to his femur where he already had a hip implant from another company. We placed a reclaim stem on the patient. The procedure initially went smoothly and without complications. After the preparation and trial phase, we placed the final distal stem of the reclaim. Important point here is that during the reaming and placement of the distal voice, a great pressure is created in the femoral canal with a potential danger for fat emboli as a result. And I want to emphasize that the first signs of deterioration in the patient occurred after the definitive distal voice had been in place for at least 10-15 minutes. Usually, you see a reaction immediately upon reaming or placement in the parameters of the patient had an embolus develop. Proximal voice portion was also placed smoothly. On a final test reaming with a test cup, the anesthesiologist asked to stop the procedure after the parameters deteriorated. (No use of cement during a reclaim!). 2. Were there any implants removed prior to the hip arthrodesis? Yes, the stem and head of the other company. Which company is unk. 3. Did the patient have any comorbidities that contributed to the cardiac failure/death? Covid-positive. No further info available. Implants are being reported as a death at this time. There is limited information regarding the patient's death at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
During a hip arthrodesis, the patient had a heart failure. They tried to reanimate the patient, but he finally deceased.